Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, at the final stage of deployment, the expected pop sound indicating clip release did not occur. The clip could not be dislodged from the catheter. The physician had to repeatedly open and close the clip for 2 to 3 minutes before the jaws finally opened, allowing the clip to be removed. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h2 (additional information): block e1 (initial reporter email) has been updated.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, at the final stage of deployment, the expected pop sound indicating clip release did not occur. The clip could not be dislodged from the catheter. The physician had to repeatedly open and close the clip for 2 to 3 minutes before the jaws finally opened, allowing the clip to be removed. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.